Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device download was successfully performed and resumed normal functions. The patient was fine and would continue to be monitored with routine follow up.